Event description:
Customer stated, "the slider button came off." The user did not claim any injury. The product was returned for investigation. An investigation was done to look into the users complaint. The investigator noticed that the cover had a burn hole in it. This was because the user was using the pad behind her in a recliner. The pad got scrunched during use in the recliner, this scrunching lead to the creation of hotspot, this hotspot lead to the burn hole in the cover.